Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 123 mg/dl, 572 mg/dl, and 64 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.